Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the care giver (cg) observed air in the patient line without an associated alarm. The technical service representative (tsr) was unable to determine the cause of the air. The tsr advised the cg to end the hp¿s therapy and have the hp restart therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.